Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced a diabetic ketoacidosis event on (B)(6) 2024. Patient experienced high blood glucose level at the time of the event. Blood glucose level was displayed high on blood glucose meter. Therefore, patient went to emergency room and later admitted to hospital. The duration of hospitalization was less than 24 hours. Patient was treated with manual injection. Patient was found positive for ketones level. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.